Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that in oscillation mode, the device made an unusual noise. It was determined that the triggers were sticking and the electric motor was loose and did not meet specification/was worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on the mechanical and electronic components from repeated sterilization and normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing, it was discovered that the small battery drive device was not working. According to the reporter, the saw blade device was not secured when the oscillator was in use. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.